Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the integrated multi-sensor technology (imt) data, which indicated that the customer had replaced the imt sensor but did not run an advance clean. The customer performed two advanced cleans and replaced the imt sensor. The customer cleaned the aliquot drain and ran quality controls (qc), resulting within specification. The cause for the falsely elevated na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on two patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting lower . The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.